Event description:
A (B) (6) male pt contacted zoll lifecor customer support to report that one of his battery packs appears to be charging only half full. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not fully charging was a broken yellow wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.